Manufacturer narrative:
Pending evaluation.

Event description:
Revision procedure following early loosening of optetrak logic knee implanted about three years ago. During revision surgery, insert retrieved was noticeably & unusually worn and generally damaged considering time of first implantation. Important granuloma was found, and samples were sent for analysis. Loosening was confirmed. Patient was male and a very active farmer. Optetrak cc used as replacement, no more info to date.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component and subsequent wear of the tibial insert. The following section(s) have additional info: d1, d2, d4 (catalog number, lot number, and UDI number).